Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported bilateral capsular contracture, baker grade unknown. Device remains implanted.

Event description:
Healthcare professional reported bilateral capsular contracture, baker grade IV. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of capsular contracture was received on june 23, 2021 with catalog number mcghan 270cc. Visual analysis of the returned device identified white, calcification-like particles were found on the shell, one extended opening and fold creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified one opening striated and wear abrasion. Based on the device analysis the final assessment is: one opening striated in the side posterior assessed as surgical damage."